Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with resetting it, and instructed the caller to continue using the pump. The caller was advised to report back if the malfunction recurred and acknowledged this guidance.